Event description:
Additional information revealed that patient's ipg was explanted and replaced. Postoperatively, patient has effective therapy.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. Troubleshooting was unable to resolve the issue. The patient reports he last recharged the ipg approximately 1 year ago and only used his scs system once or twice a month. Surgical intervention is planned to address this issue.